Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced migraines with device use since implantation. On (B)(6) 2015 the patient underwent a surgical procedure to have the internal magnet removed. The implanted fixture remains.